Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the keypad was not functioning on the device. No patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8100 keypad failure. Technical support - 1. Replace door assy./keypad 2. Replace logic board 3. Return to factory recommended replace door assy./keypad. Assisted with a part number. (B)(6) will replace door assy./keypad. A review of the device history record showed the device had a manufacture date of 06/29/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, technical support determined that the proximate cause of the reported issue. Tech support - recommended replace door assy./keypad. A review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. No product returned.

Event description:
It was reported that the keypad was not functioning on the device. No patient involvement.